Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, air was aspirated into the syringe after applying negative pressure. Several aspirations were attempted to remove the air with no resolution. Only the dilator was inserted into the introducer when the issue was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The cause of the torn seals and subsequent leak is consistent with damage during use. Per the IFU, cardiac perforation is a known risk during the use of this device.